Manufacturer narrative:
One cadd legacy 1 pump was received with a chipped front case and a cracked rear case. The event log was reviewed and there was no evidence of the reported issue. The power up process was conducted as well an occlusion sensor functional test. The reported issue was verified. The double beep was duplicated after latching a cassette onto the pump. The issue was caused by a faulty upstream occlusion sensor. The upstream occlusion sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a double beep with cassette during testing. There was no patient involvement.

Manufacturer narrative:
Follow up customer response revealed ambulatory infusion pumps/cadd solis vip pumps - 2120 event occurred during testing. No patient involvement. Unknown date of event.

Event description:
Follow up report generated with customer response.